Event description:
Customer reportedly obtained results of 200mg/dl and 102mg/dl within 10 minutes on the same device. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.